Manufacturer narrative:
Additional suspect medical devices component involved in the event: model # sc-2366-50, serial # (B)(4), description: linear 3-6 lead, 50cm; model # sc-4316, lot # 16868695 and 17121177 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had increasing pain at the ipg pocket site. Per the physician's examination, there was erosion at the site. The ipg was not exposed. The patient underwent an explant procedure to remove all the leads and the ipg. During the procedure, a piece of silicone from the anchor was dropped and lost on the floor. The physician is confident that all the silicone was removed from the patient. Per the physician's assessment, the patient's condition is stable post-operatively.

Manufacturer narrative:
Additional information was received confirming the model and serial numbers for two of the explanted leads. Model # sc-2218-50 lot # 1015806 and 1018896, description: linear st lead, 50cm.

Event description:
A report was received that the patient had increasing pain at the ipg pocket site. Per the physician's examination there was erosion at the site. The ipg was not exposed. The patient underwent an explant procedure to remove the leads, clik anchor and the ipg. During the procedure a piece of silicone from the anchor was dropped and lost on the floor. The physician is confident that all the silicone was removed from the patient. Per the physician's assessment the patient's condition is stable post-operatively.

Manufacturer narrative:
Additional information was received that the patient was implanted with only next generation clik anchors sc-4316 with lot number 16868695. Sc-1132 sn (B)(4): device analysis of the ipg revealed that the complaint was not confirmed. The device passed all required tests performed and exhibited normal device characteristics. Sc-2218-50 sn (B)(4): device analysis of the leads revealed that the complaint was not confirmed. The devices passed all required tests performed and exhibited normal device characteristics. Sc-2366-50 sn (B)(4): device analysis of the leads revealed that the complaint was not confirmed. The devices passed all required tests performed and exhibited normal device characteristics. Sc-4316 ln 16868695: device analysis of the clik anchors revealed that four clik anchors were returned. Silicone material from two clik anchors was missing. According to the physician all silicone was removed from the patient. A review of the sterilization documentation for all the devices was found to be satisfactory.

Event description:
A report was received that the patient had increasing pain at the ipg pocket site. Per the physician's examination there was erosion at the site. The ipg was not exposed. The patient underwent an explant procedure to remove the leads, clik anchor and the ipg. During the procedure a piece of silicone from the anchor was dropped and lost on the floor. The physician is confident that all the silicone was removed from the patient. Per the physician's assessment the patient's condition is stable post-operatively.